Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # t5eh8f. Device analysis: the analysis results found that the ntlc75 device was received with no apparent damaged and with a reload loaded in the device. The reload was received with the cartridge deck damaged, it had the proximal 18 drivers up with the remaining drivers down with staples present and swing tab in the locked position. The cartridge reload swing tab was reset in order to fire the cartridge. The device was test with the returned cartridge and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The damage to the cartridge deck is consistent with the device being clamped over a hard object. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure, the first firing went well. The sr75 was replaced ready for second use. The surgeon couldn't close the device over the bowel and so removed it and found she could close the device "dry". The surgeon then re applied the device to the bowel but could not close it. The device was handed off and another one opened with a further sr75. There were no patient consequences.